Event description:
It was reported that the shock impedance had gradually increased to greater than 150 ohms. At routine replacement of the implantable cardioverter defibrillator (february 2020) the shock impedance was in normal range at 110 ohms. It was planned to do further evaluation of the right ventricular (rv) lead integrity and to monitor the situation. The rv lead remains in service and no adverse patient effects were reported.